Event description:
The reporter stated that he did back to back blood glucose testing, within ten minutes, using separate fingersticks. His readings were 130 and 91 mg/dl, using two different lots of strips. A control solution test reading was 144 (95-143.) Due to unavailability of supplies, further troubleshooting wasn't done. Upon followup, an in-range control test was achieved using new supplies.